Event description:
It was reported that the left cylinder of the spectra malleable penile prosthesis was replaced due to erosion. There were no further patient complications reported as a result of this event.